Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.00/+1.0/010 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting, elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens. The cause of the event was due to the device.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture and residue on lens. Visual inspection found no visible damage to the lens and there was residue on lens. (B)(4).